Manufacturer narrative:
The device was not available for evaluation. It was reported that a locking mechanism was found to be missing from a 1 level resonate plate during surgery on (B)(6) 2024. The locking mechanism (slider) was found on tissue and removed from the patient and the plate was replaced with a 12mm extra lordotic plate, which worked fine. The plate was returned for evaluation. It has a fracture from the end of the plate inward, toward the pocket that holds the slider. The fracture would have likely allowed the slider to come loose. It was reported that the surgeon used the fixed angle drill guide to drill a pilot hole for each screw and that 16mm and 18mm self-tapping, fixed angle screws were used. It is unclear whether some damage occurred to the plate or sliders inter-operatively or prior to the surgery or what the cause of the issue could have been. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that during surgery a resonate screw had to be removed and replaced intra-operatively.